Event description:
It was reported that the patient had a system explant due to infection. Follow up identified that the infection was located at the ipg site. The patient was put on IV antibiotics and briefly hospitalized.

Manufacturer narrative:
Patient sex inadvertently omitted from initial.